Manufacturer narrative:
H10 h3,h6: the: reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found deep distal tip and fiber damage, and broken lenses, including the distal lens. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use.

Manufacturer narrative:
Internal complaint reference (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that, during a procedure, the videoarthroscope was found to have problems with the focus knob, brightness and blurry image. There was a backup device available. No delay or patient injury was reported. Preliminary results of investigation have concluded that this unit had a distal lens broken which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.